Event description:
It was reported that the procedure was to treat a lesion in the mid femoral artery. The connect guide wire was advanced into the anatomy. However, it was observed that the black coating of the guide wire was coming off on the physician's gloves. It was not determined whether this was the proximal or distal coating. The guide wire was removed, and a non-abbott guide wire was used to continue the procedure. There were no adverse pt effects and no clinically significant delay in the procedure. No add'l info was provided. The lot in question was part of a previous recall notice issued by (B)(4). Brivant ltd., galway manufacturer ht connect peripheral guidewires for our customer (B)(4). On 11/25/2013, (B)(4) initiated a voluntary field action recall for ht connect peripheral guidewires, due to a small number of devices exhibiting partial delamination of the ptfe coating.

Manufacturer narrative:
On 11/25/2013, (B)(4) initiated a voluntary field action recall for ht connect peripheral guidewires, due to a small number of devices exhibiting partial delamination of the ptfe coating. The recall number is z-0558-2014. Abbott vascular ceased distribution of the products pending a design change with the ptfe coating. This complaint is from a lot prior to this recall.